Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 33 mmol/l. Customer went to the hospital on (B)(6) 2018 to get supplies from the emergency room. Customer advised there were no significant events which led to their high blood glucose levels. Customer advised they would call back to perform the high-pressure test. Insulin pump will not be returned for analysis.